Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact h3 other text : product not returned.

Event description:
The customer reported that the devices did not provide an alarm or error message during shutdown. The device is experiencing a battery failure. After being fully charged and disconnected from the ac adapter, the battery drains very rapidly, and the device shuts down shortly after. The event was experienced during use and there was no impact to patient.